Manufacturer narrative:
E1: (B)(6). Multiple attempts were made to obtain additional information from the customer; however, no response was received. Based on the information available, the investigation was unable to identify any device-related involvement in the reported event. If additional information is received, the complaint file will be reopened for further investigation.

Event description:
The customer reported that telemetry monitors (viewers) are incorrectly displaying the ECG information from our mp5s. More specifically, the morphology of the qrs complex is not accurately depicted. It is unknown if the device was in use at time of event, and there was no adverse event reported.